Event description:
The user suffered from a suspected trauma in (B)(6) 2022. The user was suffering from recurring swelling and redness at the site of the implant since. The device was explanted on (B)(6) 2022, during the surgery the electrode array was cut.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user suffered from a suspected trauma on (B)(6) 2022. The user was suffering from recurring swelling and redness at the site of the implant since then. Reportedly the skin flap thickness was also insufficient and the device extruded through the user's skin. The clinic assumed that the user had a trauma first and then developed a chronic infection. The device was explanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the recipient report the device was explanted because of an infection at the implant site eventually leading to extrusion of the device through the skin. Reportedly a head trauma was suspected, which might have contributed to the observed issue. A review of the devices sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. This is a final report.